Event description:
Following a diagnostic procedure, an angio-seal device was placed. Upon deployment, collagen was exposed above the skin level. Hemostasis was not achieved, and the presence of a hematoma was noted. Manual compression was applied for a duration of 30 minutes, following which hemostasis was achieved and the pt was noted to have good pulses. After the pt was returned to her room, she attempted to get out of bed (which was not in compliance with physician's instructions); bleeding was noted from the site, which again required manual compression (length of time unknown). Hemostasis was achieved, the hematoma had resolved, and the pt was noted as having good pulses. The collagen had also shifted to below skin level without intervention.